Event description:
Information was received from the consumer and health care provider (hcp) regarding a patient receiving intrathecal dilaudid 10.0 mg/ml at 5.707 mg/day. The indication for use was spinal pain. The patient saw their health care provider (hcp) every two months for a refill and was told in (B)(6) 2016 that the pump needed to be replaced. The patient was scheduled for a pump replacement on (B)(6) 2016. The hcp said "there was too much medicine coming out of the pump." The consumer clarified that at the refill, there was too much medication left in the pump. This was noticed at their last refill ((B)(6) 2016). The patient experienced increased pain. No troubleshooting was done; the hcp tried to do a dye study but insurance did not cover the procedure. The patient wanted to the get the pump removed. The patient was referred to a neurosurgeon. The cause of the volume discrepancy was not known. The volume discrepancy had not been resolved. It was later reported that they did not want to take the pump out; they wanted to keep it. It was noted that the patient had (B)(6) prior surgeries since 1994.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.